Manufacturer narrative:
(B)(4). Evaluation summary:the reported condition of the keypad malfunctioning, the keys pressed were not responding properly was not confirmed nor reproduced during device evaluation. The device passed the graphic panel keypad test and all keys were found to be functioning. There were no repairs performed and a replacement device was sent to the customer. Additional information: device was received at (B)(4).a service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Event description:
Baxter received a report from a facility involving an automix 3+3 compounder. According to the facility, the keypad is malfunctioning. The keys pressed are not responding properly. This occurred upon setup in the pharmacy. The unit is being swapped. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. This device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k955622.